Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 1 year, 2 months. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The hm3 IFU lists venous thromboembolism and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (B)(6) 2017. It was reported that the patient required cardioversion during a transesophageal echocardiogram (tee). Left atrial appendage thrombus was discovered. The patient was anticoagulated again with higher doses of coumadin. The procedure was aborted but the patient was finally cardioverted following an echocardiogram on (B)(6) 2018.